Manufacturer narrative:
The investigation confirmed that non-reproducible, falsely elevated vitros trop I es results were obtained. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ocd field engineer performed 'as needed' maintenance to the well wash, reagent metering, and incubator subsystems. Performance testing following service confirmed that the vitros eciq and trop I es reagent were operating as expected. A definitive root cause for the event could not be determined. However, an equipment related issue and/or pre-analytical sample processing cannot be ruled out as contributing factors.

Event description:
This customer obtained non-reproducible, falsely elevated vitros trop I es results for multiple patient samples while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)